Manufacturer narrative:
Investigation evaluation: an evaluation of the photos provided by the user confirmed that there was a loose thread in the end of the coil. In the photos provided, one leg of the trigger cord appears to have come off (or been pulled out) from under the bands with all 6 of the bands still secure on the barrel. Our laboratory evaluation of the product said to be involved also confirmed that there was a loose thread in the end of the coil. The trigger cord attached to the barrel with six (6) bands and the two-way handle were included in the return. During a visual examination, it was observed that one leg of the trigger cord had come out from behind the last band (6th band) and was hanging loose when returned. One bead was present on the loose leg of the trigger cord and a bead between the fifth and sixth band on that leg had shifted towards the opposite side of the barrel. The beads were examined using magnification and appeared to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 122.5 cm between the knots which is within the 48" +2"/-1" (119.38-127 cm) tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. It was observed that the handle was received in the firing position. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A laboratory meeting was held with members of production to further investigate loose leg of trigger cord on barrel. During the meeting, it was concluded that the device could not have left the facility with a loose leg of the trigger cord on the barrel. Therefore it is unknown how or at what point the reported observation took place. The subassembly device history record for the mbl string subassembly contains a nonconformance that could potentially be related to the trigger cord not being retained under the bands. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Therefore, it is unknown how or at what point the trigger cord came loose from under the bands. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure, the physician prepared a 6 shooter saeed multi-band ligator. There was a loose thread in the end of the coil and its sticking out [trigger cord came loose from under the bands, unable to effectively deploy bands]. This occurred prior to patient contact; there was no impact to the patient.